Event description:
It was reported that the patient presented in clinic with their right ventricular lead failing to capture and with high pacing impedance. No intervention was performed. The patient was stable.